Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and pain. It was further reported by the patient that their implantable pulse generator (ipg) was defective. The ipg was explanted and replaced. It was also reported that an abnormally high stimulation threshold was noted on the right ventricular (rv) his bundle lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.